Manufacturer narrative:
The manufacturing records were reviewed and no relevant nonconformities were found.

Event description:
It was reported to nevro that the patient experienced a heart attack. Nevro attempted to obtain additional information regarding the nature of the issue, but none was available. The patient was hospitalized and later discharged. The patient continues to use the device and there have been no reports of further complications regarding this event.